Event description:
Customer's family member called lfs in 2002 regarding the customer's one touch ultra meter and case. Customer's family member said that the "plastic pouch" (meter case) scratched the meter. They blame the meter's scratched glass display for the customer being hospitalized and taken to ICU as the readings could not be read. Customer was released in 2002. Customer was having symptoms-vomiting thirst, frequent urination. Sending latter.